Manufacturer narrative:
Product complaint #(B)(4). H10: based on further analysis it was determined depuy synthes is not the legal manufacturer of the product. The complaint has been forwarded to the supplier for further analysis. Mrn 1818910-2023-15053 has been submitted in error.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that teeth on the ratcheting portion of cup inserter are no longer engaging. It did not happen in surgery.